Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the home choice machine, it was reported there was air in the patient line of the cassette during the initial drain phase of peritoneal dialysis therapy. The patient was connected. Troubleshooting was unable to determine the cause of the air. The technical service representative reviewed proper procedures with the hp and advised the hp to complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.